Manufacturer narrative:
Nineteen (19) sternalock screws and three (3) sternalock plates were returned and evaluated. The screws and plates were returned for the complaint that the screws backed out of the patient¿s sternum resulting in a revision. The screws were visually evaluated and found to have deformed locking threads and slight deformation in the slots indicating normal use. The deformed locking threads indicate that the screws were seated into the plate and had an interference fit with the plate threads as intended by design. The minor and major diameter of the cancellous threads were measured with a 50x comparator and found to be within tolerance. Only cancellous threads could be measured as the locking threads have been deformed. One of the screws was found to be fractured. There was no mention of the fractured screw in the complaint. The fracture is through the minor diameter of the cancellous threads and is perpendicular to the length of the screw. The fracture is typical of an over torqued screw. The fracture likely occurred during the explanation of the screws however this was not able to be confirmed by the surgeon. The plates were visually evaluated and found to have minor scratches likely from implantation or explanation. The threads have been deformed indicating the screws were seated into the plates. The threads could not be inspected as they have been deformed from normal use. The IFU lists possible adverse effects as ¿poor bone formation, osteoporosis, osteolysis, osteomyelitis, inhibited revascularization, or infection can cause loosening, bending, cracking or fracture of the device¿ and ¿migration, bending, fracture or loosening of the implant.¿ the IFU also warns that ¿intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws¿ and ¿implants may be removed after fracture or other bony non-union has healed. Implants can loosen, fracture, corrode, migrate, or cause pain.¿ the complaint of the screws backing out cannot be verified as there is insufficient information. The screw threads were dimensionally in tolerance and the screws locking threads appear to have functioned as intended. There are no indications of manufacturing defects. The most likely cause of the screws backing out cannot be determined. Supplemental report five of five, see also 1032347-2015-00352-1, 1032347-2015-00353-1, 1032347-2015-00354-1 and 1032347-2015-00355-1.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report five of five, see also 1032347-2015-00352, 1032347-2015-00353, 1032347-2015-00354 and 1032347-2015-00355.

Event description:
A sternalock blu revision surgery was reported due to the screws backing out of the patient's sternum. It is reported the implant date is in (B)(6) 2015, however the exact date is unknown.